Manufacturer narrative:
Correction: additional information was received, and the following fields have been updated: b.5. Describe event or problem: it was reported that 1 y ext w/vlv ports & 2 sld clp set from an unspecified lot, 248 sets from lot 20125982, 1 set from lot 20095138, 6 sets from lot 20115020, 4 sets from lot 20066717, 3 sets from lot 20115014, and 123 sets from lot 20115023 would not flush due to flow issues/blockage. This complaint was created to capture the 2nd of 2 related incidents. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown, d.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. D.4. Medical device lot #: 20125982, d.4. Medical device expiration date: 2023-12-12, h.4. Device manufacture date: 2020-12-08. D.4. Medical device lot #: 20095138, d.4. Medical device expiration date: 2023-09-21, h.4. Device manufacture date: 2020-08-26. D.4. Medical device lot #: 20115020, d.4. Medical device expiration date: 2023-11-09, h.4. Device manufacture date: 2020-11-03. D.4. Medical device lot #: 20066717, d.4. Medical device expiration date: 2023-06-23, h.4. Device manufacture date: 2020-06-19. D.4. Medical device lot #: 20115014, d.4. Medical device expiration date: 2023-11-05, h.4. Device manufacture date: 2020-11-03. D.4. Medical device lot #: 20115023, d.4. Medical device expiration date: 2023-11-10, h.4. Device manufacture date: 2020-11-03. D.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 2021-03-05. H.3. Device returned to manufacturer.?: yes.

Event description:
It was reported that 1 y ext w/vlv ports & 2 sld clp set from an unspecified lot, 248 sets from lot 20125982, 1 set from lot 20095138, 6 sets from lot 20115020, 4 sets from lot 20066717, 3 sets from lot 20115014, and 123 sets from lot 20115023 would not flush due to flow issues/blockage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had another failure today of a smart site that would not flush. I most instances, staff co aided them contaminated and do not keep them."

Event description:
It was reported that 1 y ext w/vlv ports & 2 sld clp set from an unspecified lot, 248 sets from lot 20125982, 1 set from lot 20095138, 6 sets from lot 20115020, 4 sets from lot 20066717, 3 sets from lot 20115014, and 123 sets from lot 20115023 would not flush due to flow issues/blockage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had another failure today of a smart site that would not flush. I most instances, staff co aided them contaminated and do not keep them."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-19 h6: investigation summary 385 unused samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Smartsites were attached to a cut off 10 ml bd syringe to observe a fluid path while the smartsite piston is in the activated position. 382 samples showed a fluid path. A 10 ml syringe filled with blue dye water was attached to the smartsites and successfully flushed. 3 samples did not observe a fluid path while the piston was in the activated position. The customer complaint that another smart site would not flush was able to be replicated for 3 of the unused samples. A device history record review for model 20019e lot number 20125982 was performed. The search showed that a total of 12003 units in 1 lot number was built on 12dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20019e lot number 20095138 was performed. The search showed that a total of 12003 units in 1 lot number was built on 22sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20019e lot number 20115020 was performed. The search showed that a total of 12003 units in 1 lot number was built on 10nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20019e lot number 20066717 was performed. The search showed that a total of 12003 units in 1 lot number was built on 24jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20019e lot number 20115014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20019e lot number 20115023 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036has been initiated, and a team has been assembled in order to investigate the issue.see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp would not flush due to flow issues/blockage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had another failure today of a smart site that would not flush. I most instances, staff co aided them contaminated and do not keep them."